Event description:
During a clinic follow-up, a loss of capture was observed on the device and resulted in syncope. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the patient experienced asystole and was suspected to be related to capconfirm by the physician but not confirmed.